Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/21/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a posterior pelvic floor repair in 2008 and mesh was implanted. The patient had no problems, but upon exam, the physician could see 0.5 cm of mesh in the posterior wall downwards. Additional information has been requested.